Event description:
Patient reported experiencing elevated blood glucose (260 mg/dl) when he changed the insulin cartridge and adapter. Patient indicated that within 24 hours after changing the cartridge and adapter, his blood glucose would return to normal after administering corrective boluses. Patient alleged that the device was delivering insulin inaccurately. Patient indicated that when he primes the device, insulin flows from the end of the tubing.